Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the temperature probe broken and the customer reported glycol spill in refrigerator. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the temperature probe was broken. The field service engineer (fse) had remote smart service (rss) into the station and had confirmed there was no temperature out of range icon on the screen. The customer had stated that the glycol probe vial had tipped over and emptied and just needed to be refilled. Later, the fse had opened the refrigerator and observed that the spill had come from the native follett temperature probe. There had been no issue with the smart remote manager (srm) probe, and it was a customer owned refrigerator issue. The system functioned as intended after the field service engineer investigated the device.